Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a shocking impedance measurement greater than 200 ohms. A boston scientific technical services consultant recommended reprogramming and further testing. There has been no noise or inappropriate events. No adverse patient effects were reported.